Manufacturer narrative:
It was reported that the patient underwent revision surgery due to metallosis. The implanted devices, all of which were used in treatment & additional information has been requested for this complaint but has not become available. No part/lot numbers were provided hence a documentation review could not be completed. If more information is received, this investigation will be reopened. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that the patient underwent revision surgery due to metallosis.